Event description:
Boston scientific crm received information that, during a change out procedure, this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv). After the rv lead was cleaned and reinserted, impedance measurements through the pacing system analyzer (psa) were 700 ohms and impedance measurements with the device was greater than 2000 ohms. The field representative verified that the lead was inserted and visible past the setscrew block. Technical services (ts) suggested to ensure that there was no pistoning and recommended performing a tug test. The rv port was flushed out and the lead was re-inserted with impedance measurements of 1000 ohms with the device. The field representative was satisfied with the measurements and stated they believed the lead was not fully inserted into the port. No adverse patient effects were observed.

Manufacturer narrative:
Our records indicate that this lead remains in service. If additional information is received, this report will be updated.